Manufacturer narrative:
During further troubleshooting, pt's mother indicated pt had swelling and redness around his site area. T:slim user guide indicates, pump is to be used with individuals 12 yrs of age and greater, pt is (B)(6).

Event description:
Rec'd info stating pt was hospitalized due to high bg's and dka.